Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The device landed distal in the laa and a large mitral side gap of 6-9mm was observed. Multiple partial recapture attempts were performed to close the gap and the final recapture leveled the device with the ostium of the laa to seal the gap. A tug test and contrast injection was performed. The compression measurements did not meet the release criteria but the device was released at the physicians discretion. Three hours post implant, transesophageal echocardiogram (tee) was performed and the device was noted to have migrated to the left atrium. A plan was put in place to snare percutaneously and re- implant more distal. An hour later, the patient decompensated briefly and was rushed to the operating room for surgery. The surgeon excised the laa and retrieved the device via left atrium access. No attempts were made to convert rhythm and the patient remained stable and was discharged four days later.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used.the device landed distal in the laa and a large mitral side gap of 6-9mm was observed. Multiple partial recapture attempts were performed to close the gap and the final recapture leveled the device with the ostium of the laa to seal the gap. A tug test and contrast injection was performed. The compression measurements did not meet the release criteria but the device was released at the physicians discretion. Three hours post implant, transesophageal echocardiogram (tte) was performed and the device was noted to have migrated to the left atrium. A plan was put in place to snare percutaneously and re- implant more distal. An hour later, the patient decompensated briefly and was rushed to the operating room for surgery. The surgeon excised the laa and retrieved the device via left atrium access. No attempts were made to convert rhythm and the patient remained stable and was discharged four days later.

Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk' to 'failure to follow instructions' media review: media was received and reviewed by members of the boston scientific training team and clinical specialists. The media review concluded: low compression and the release criteria were not met.